Event description:
It was reported that (1) al236 was used during a "evh" procedure. It was reported by the rep that the al236 had no clips in it. When it was fired no clips advanced. The surgeon pulled an additional clip applier to finish the procedure. There was no consequence to pt.